Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the clave port separated from the female adapter. The tubing set was replaced, and the therapy was resumed. There were no reported adverse patient effects. No medical interventions that were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.